Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, " blurred image ", could be confirmed. During the examination, an unknown residue was found on the distal cover glass, which is adversely affecting the imaging. Furthermore, the distal solder seam has been chemically corroded. Abrasion and foreign particles are visible in the rod lens system, which may have been dislodged during use. The deviations/damage identified are not attributable to a production/manufacturing defect but were caused during clinical use or by incorrect reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "optical system: blurred image". No negative impact in state of health reported.